Event description:
(B)(4). Infection, cold sweat, loosing my hair, gain weight a lot, heavy periods with clots, can't stretch, can't bend, can't use tide pants like before, too much pain, feel tickling inside that before didn't, my hands get cramping and sleep, sex drive is over, don't feel any pleasure, no more like before.